Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to phillips healthcare that the heartstart mrx was rebooting on its own. There was no patient involvement.